Event description:
Medical affairs tried to contact pt; however, phone number was not correct. Sending pt a letter to obtain more clinical info. Based on the info provided, medical affairs is reporting this case as a malfunction. Pt's check strip test failed twice. Pt had been cleaning the meter properly and the code number matches. Control solution test failed; however, it wasn't repeated as the owners booklet suggests. Because pt was unable to calibrate the meter properly pt went to see their md where pt was treated with insulin (15u of unknown type of insulin). No info on the reading at the md's office, or if pt was experiencing any symptoms at that time. There is evidence of a malfunction; however, no evidence of a serious injury.